Event description:
Healthcare professional reported, left side "pain, hardness, infection". And rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on anterior side assessed, as surgical damage. And broken device on anterior side assessed, as surgical damage. Missing shell assessed, as inconclusive. Visibility/palpability: unable to observe, since it is a medical event. And is not related to the device. Infection (late onset): unable to observe, since it is a medical event. And is not related to the device. Pain: unable to observe, since it is a medical event. And is not related to the device. Additional observations: creases are observed. Red particles were observed, on the gel.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "pain, hardness, infection" and rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, infection (late onset).

Event description:
Healthcare professional reported left side "pain, hardness, infection, rupture", "hole, non-specific observed during surgery". Device has been explanted.